Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cmg was displaying 5.2mmol/l and felt dizzy while the bg meter was reading 3.0mmol/l. The patient treated herself with grape juice. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.